Event description:
It was reported that patient presented in clinic. Review of echo and transesophageal echocardiography revealed that patient had severe tricuspid regurgitation. The lead was explanted and replaced as a result. Patient condition was stable before, during and after procedure.